Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set leaked from the site. The infusion set was in use for two days. No further information available.